Event description:
As reported by the edwards field clinical specialist, following deployment of a 23mm sapien valve in a 50:50 position via a transapical approach, 3+ central aortic insufficiency (cai) was noted on tee and aortogram. On tee it appeared that one sapien leaflet was not coapting. The other two leaflets appeared to be functioning appropriately. There was no overhanging calcium noted. The physician attempted to mobilize the leaflet with the pigtail catheter, but there was no improvement. A second 23mm sapien valve was subsequently deployed in a 50:50 position within the first valve, which reduced the cai to trace. The patient remained hemodynamically stable throughout the procedure. The native aortic annular diameter was 19mm by tee. The native aortic valve was moderately calcified. The aortic root was mildly calcified. The patient¿s ejection fraction (ef) was 55%.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the tavr procedure. The edwards training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. There are several potential patient and procedural factors that alone or in combination can cause or contribute to an event of impaired or restricted leaflet motion. Based on historical review of complaints, these events are typically a result of deployment of the valve too ventricular in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in pressure gradient between the ventricle and the aorta, resulting in inadequate pressure change to close the leaflets. In many instances this can be overcome with troubleshooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The cause of the reported suboptimal coaptation of one sapien leaflet cannot be confirmed. In this case, it was reported that the valve was deployed in a 50/50 position, and there was no evidence of overhanging calcium. The patient also has a preserved ejection fraction, and there is no evidence of low pressure post valve deployment. Other potential contributing factors include leaflet impingement in the calcified native valve or impingement of the leaflet due to the guide wire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.